Event description:
A report was received that during a lead revision procedure (MFR report no. 3006630150-2018-61263), it was noted that the patients cervical lead had dropped multiple levels. The patient underwent a revision procedure wherein the lead was realigned.